Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device in relation to the reported symptom, undetected upstream occlusion. Evaluation was unable to run a loaded set due to a constant clean load point #2 at power up. Review of the device event history log revealed no clean load point #2 alarms at the time of the customer's allegation. The upstream sensor was found to be failing and was replaced.

Event description:
It was reported that a spectrum pump did not detect an upstream occlusion during therapy in the oncology department (medication, programmed amount, and delivery rate unknown). The tubing above the pump appeared to have kinked, but the pump did not alarm. Chemo line on the pump was connected to nearest pot to patient's primary line of ns, which was almost completely empty though roller clamp was almost completely closed. Two to four hours into the infusion the chemo bag still looked full, though was dripping. It was also reported there was no patient injury.